Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported she had a concern with the infusion set bending and leaking. Pt uses the insertion assist plus device to insert the infusion set. Pt stated she noticed the issue back in december 2010 when she first began to use the infusion set. Pt reported "I have to change my site every two days". Pt stated on the third day she noticed the insertion site started to hurt. Pt reported she changed the infusion site and upon removal she noticed a 45 degree bend in the infusion set cannula. Pt stated when bolusing to fill the cannula space, the set would leak at the infusion site. Pt reported experiencing an elevated blood glucose reading of "hi" on her meter. Pt stated "my blood glucose was over 600 mg/dl." Pt reported she was able to treat herself with manual injections. Pt is using u100 insulin but also uses u500 insulin at night. Pt's target blood glucose is 125-140 mg/dl. Pt stated her a1c is currently at 10% since she began using the infusion sets. Pt has discarded the alleged infusion sets. Pt is currently using a different type of infusion set. Advised pt to continue to use her current infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.